Event description:
Report received of an unrequested bolus dose delivery. The patient was receiving high-dose pain management. The pump was set in the bolus only mode with 1mg/ml of morphine, 2mg bolus dose, with a 6-minute lockout and no 4-hour limit selected. The patient would request 50mg to 60mg in 8 hours. The customer was trying to clear the dose history on the pump. When she pressed the "review change" button the display would not go to the next screen and the pump gave a "beeping noise." When the night nurse could not get the pump to clear the dose history, she had a day nurse come in and troubleshoot the pump. The day nurse clamped the tubing and removed the tubing and the vial from the pump. When the night nurse saw the vial, she thought that more than the documented 20ml of medication was missing from the vial. She estimated that the patient received 2ml more medication than what was documented. It was reported that the patient did not have any adverse effects and no medical interventions were required. Though requested, no further information was available.